Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, two closure devices were pre-positioned in the access site. A percutaneous approach was used despite the femoral artery being 5 cm from the skin. The inline sheath was inserted without pre-dilation of the artery. Subsequently, the delivery catheter system (dcs) kinked causing the non-medtronic guidewire to kink causing a vascular complication. A peripheral stent graft was implanted. The incident was reportedly related to operator error. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: access site and vascular complications are listed in the device instructions for use (IFU) as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors (comorbidities, vessel anatomy, etc.), and/or procedural/technical effects (advancement difficulties, sheath used, user technique, closure device, etc.). It was reported that this event was a result of an operator error but an assignable root cause cannot be determined with the information provided. The reported kink could not be evaluated as the device was not returned for evaluation. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.